Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for an abdominal aortic aneurysm. A distal type I endoleak was observed in the left common iliac artery. Balloon dilation was performed. The distal type I endoleak remained in the left common iliac artery. The left internal iliac artery was embolized using plug ii. An additional stent graft was implanted to extend the proximal neck in the left external iliac artery. The distal type I endoleak was resolved. A possible type ii endoleak was observed and will be monitored. The patient tolerated the procedure. The physician stated as follows; the distal type I endoleak was a concern as the left common iliac artery was short and calcified. However it was attempted to land it in the left common iliac artery.